Event description:
Euflexxa - after final injection, immense knee swelling, heat in the area, and pain. Difficulty walking or bending. After 12 weeks now, still no progress. There was no pain in knee before euflexxa except when running. Now I can barely walk without pain. Reason for use: pain in knee when running - the beginning of arthritis.